Event description:
During a shoulder procedure a portion of the ceramic tip of the mitek vapr electrode broke off. The fragment was located and removed from the joint at the time of the event. No patient injury occurred as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.